Event description:
Reporter initially noted tip of scissors broke off when entering eye. No patient injury occurred. Additional information received 08/12/2002: surgeon stated tip broke off completely while cutting membrane inside eye. Removed scissors from eye; using intraocular forceps, removed broken piece from inside eye. Prognosis reported as good and stable. Felt this could cause injury if it recurs.